Event description:
It was reported that this communicator displayed a red doctor icon (rdi). As the patient noted the alert, contacted the facility but did not experienced any symptoms. No adverse patient effects were reported. This communicator remains in service.